Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation.

Event description:
The customer reported that intraoperatively the patient interface was working intermittently. There was no reported patient impact.